Event description:
During an endometrial ablation procedure, 10-15 minutes into the procedure the cutting loop stopped working. Dr pulled the instrument out to change the loop and he noticed several burn marks intra vaginally and decided he had resected enough and closed out the procedure.